Event description:
Boston scientific received information that this programmer emitted smoke when the field representative performed an upgrade. Additional information obtained from the field which indicated that no one was hurt during the event. The programmer was returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Part of the internal circuity of this programmer was burned up and shorted up, thus, was replaced. The electromagnetic interference (emi) gasket was melted from the part that shorted out. There was no evidence of abuse or mishandling and there were no operating system logs on the hard drive.